Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator lock failed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager on refrigerator lock was failed. The field service engineer (fse) found the slim lock assembly touching the remote manager and adjusted the refrigerator lock assembly. The unit started working again after the adjustment. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator lock failed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.